Event description:
It was reported by a home care company that a pt had expired from natural causes while using a ventilator. There was no indication that a malfunction had caused or contributed to the event. The initial reporter was unable to provide any add'l pt info, such as cause of death.